Event description:
It was reported that the pt is experiencing pain. Pt stated that he "feels like it is going to pop", and is experiencing clicking in the joint area. Pt reported that he has fallen several times because hip has given out. Pt stated that he might need revision surgery. Pt had tests and is following up with doctor.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.